Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system was experiencing outages. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.